Manufacturer narrative:
Two catheters were received, both exhibiting signs of use. The purple strain relief of one catheter had detached from the hub. The second catheter was tested for leakage and leakage was observed along the catheter tubing. This catheter exhibited the presence of dried infusate or body fluids within the lumen of the catheter. A potential cause for the leakage and strain relief separation is undue pressure applied to the catheter that caused the burst tubing and junction. Syringes smaller than 10 ml should not be used, as according to the IFU, they can generate forces that have the ability to rupture the catheter (greater than 40 psi). Additionally the IFU states, "do not use force to flush the catheter as a 10 ml syringe design has the potential to generate high pressure (greater than 40 psi) capable of rupturing the catheter." Additional factors that may contribute to leakage of a catheter include securement techniques (e.g. Taping over the catheter tubing). L-cath catheters are 100% inspected at various times during manufacturing, including visual inspection as well as leak and flow testing. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use include guidance that can help to mitigate the occurrence of leakage.

Event description:
Proximal end sleeve (strain relief) detached from catheter hub and catheter leakage.